Manufacturer narrative:
(B)(4).

Event description:
The pt had withdrawal-type symptoms. The catheter was disconnected from the pump. Also, the expected pump reservoir volume was 11 mls. The actual pump reservoir volume was 0 mls. The pt did not display any overdose-type symptoms consistent with getting too much medication. The hcp planned on replacing both the pump and catheter and returned them to the MFR for analysis. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.